Event description:
It was reported that the leads were going to be explanted and the implantable stimulator was to be left implanted so the patient can have a magnetic resonance image. Satisfaction with current stimulation was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was not getting proper coverage with one lead. The reporter stated the patient was experiencing lack of proper stimulation and continuation of pain. The health care professional (hcp) stated they were going to explant the lead and place a surgical lead. It was stated that the lead was explanted in (B)(6) 2012. A computerized tomography scan was performed and no neurological damage was seen. The hcp stated the spinal canal was adequate for surgical lead implementation. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778, lot # v851776023, implanted: (B)(6) 2012, product type lead; product ID 3778, lot # v851816008, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Manufacturer narrative:
(B)(4).